Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units drive manifold is leaking. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. The fse that encountered the issue replaced the drive manifold. Unit now passes drive manifold leak test. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The maquet failure analysis and testing department received a drive manifold with a reported of the ¿unit failed the all manifold test¿. Performed visual inspection of drive manifold per the cardiosave service manual and found no visual damage and the part looks to be in a good condition. Installed the drive manifold into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. The tests (30 minutes) did trigger the reported problem, the unit failed the pressure leak status. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the drive manifold in the failure analysis and testing department per procedure.